Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, after the 1st firing, it was found that stool leaked from the cut end. When the site was checked, it was found that the staples of the one side were malformed. The site was fired again with cs40b. It was unknown whether the cs40b which was used at the 2nd firing was the same device as the reported device. The operation was finished without any problem. There were no adverse consequences for the patient. The doctor commented that he had not felt any difficulties in using the device. The target tissue was not so thick.